Manufacturer narrative:
Concomitant medical products: catalog #00771300900, m/l taper kinectiv stem, lot #62755034. Visual inspection of the returned kinectiv modular neck instrumentation stem inserter, confirmed that the plastic cap was damaged with indentations and gouges. The stem inserter accepts, holds and releases returned m/l taper stem. Strike marks on the strike plate of the inserter indicates extensive use during a potential field age of approximately 1 year and 10 months. Review of receiving inspection records identified no deviations or anomalies in the manufacturing process for both the stem and the inserter. Review of the device history records for the m/l taper stem identified no deviations or anomalies in the manufacturing process. These devices are used for treatment. Review of the complaint history for part-lot combination associated with the returned inserter and stem identified no prior complaints for the reported failure mode, specific to the mating features. The frequency of use of the inserter is unknown. A functional test was performed. The reported complaint of inability to disengage/release the stem could not be confirmed; however, the repeatability/reproducibility of this functional test is not definitive due to the noted damage on the slider cap. A specific cause for the reported issue could not be determined with the information provided.

Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. (B)(4). This report will be amended when our investigation is complete. (B)(4).

Event description:
It is reported that the inserts would not disengage from implant.